Event description:
The rotator broke under pressure. No report of harm or injury.

Manufacturer narrative:
Device eval: the device has not been returned for eval. A f/u report will be submitted when the eval has been completed. Eval: conclusions: a f/u report will be submitted when the eval has been completed.